Event description:
Had a spinal cord stimulator implant surgically implanted on (B)(6) 2020. Turned on and programmed device and device did not give same results as the trial did. Met with multiple reps from medtronic to have device reprogrammed due to unwanted side effects such as stimulation of undesired parts of my body and shocks to my abdomen and sides that caused cramping and other side effects. When trying to work with medtronic rep I found out that the leads were not placed where the trial leads were as well as leads were not used but a paddle was used instead. Also was informed that bone from my spine had to be removed to place the paddle on the spinal cord. I was never notified that bone had to be removed or that a different system was being implanted into my body til after the surgery occurred and I contacted medtronic for assistance. FDA safety report ID# (B)(4).